Event description:
Patient states that she had metal implants placed in her neck and she is allergic to the metal.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: not applicable. Results: the customer reported event of an allergic reaction to an unknown metal implant was not confirmed. The device was not returned since it remains implanted in the patient. No further evaluation possible. Conclusion: the root cause of the failure could not be confirmed due to the absence of the device and limited information.

Event description:
Patient states that she had metal implants placed in her neck and she is allergic to the metal.